Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a broken instrument. No patient involvement was reported. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product lot number was verified when the product was returned. It was confirmed, based on the device history review, that the manufacturing location for this particular product was synthes (B)(4). Product returned to manufacturing facility on december 2, 2014. Device history review: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing review: the investigation has shown that the welding between the handle and the shaft is broken. The review of the production history revealed that this instrument was manufactured in august 2013 according to the specifications. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Based on these findings, the complaint condition was likely the result of excessive strokes on the impactor causing breakage of the welding seam. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.